Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) was 46 mg/dl. Reportedly, the customer required assistance from emergency medical services to address bg (specific treatment not provided).